Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify the battery out limit alarm due to the blank display. The pump was also received with minor scratches on the display window, a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was unknown. Customer stated that pump doesn't turn on with battery. The customer reported that the device was exposed to water. Customer put the pump on the wet pocket. Customer run a self-test but unable to determine. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.